Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. As no long number was provided device history review (DHR) and lot history review were unable to be performed. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to thv-in-thv in the mitral procedures, the available IFU and training materials were reviewed only for information potentially relevant to the device use. During valve delivery, the user is instructed to advance the catheter and use the flex wheel, if needed, to cross the valve or annuloplasty ring. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and the fine adjustment wheel to adjust the position of the valve. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the assessment, it has been determined that no corrective action or product risk assessment are required as the established triggers have not been met. The difficulty crossing the bioprosthesis was unable to be confirmed as the complaint unit was not returned nor procedural imagery provided. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. In this case, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and none were identified through investigation. A review of IFU/training materials revealed no deficiencies. Per the event description, ''this was a rescue attempt of a non-edwards transcatheter heart valve which had embolized in the mitral position. The team was able to capture it and drag it back to the mitral position. It was then attempted to anchor the non-edwards prosthesis with a 29mm sapien 3 ultra resilia (s3ur) valve. After placing the first s3ur valve, the team believed they had anchored the non-edwards valve in the mitral position. However, there was severe paravalvular leak (pvl) between the non-edwards valve and s3ur valve. They attempted to place a second 29mm s3ur valve to seal the pvl. While crossing, it was realized that the non-edwards valve and first s3ur valve were not properly anchored. As the commander delivery system crossed the two valves, it interacted with the valves and they both migrated towards the ventricle. They were able to deploy the second 29mm s3ur valve but this did not correct the pvl nor secure the now three implanted valves within the annulus. It was decided to take the patient to surgery and explant all devices to prevent embolization.'' Implanting a sapien 3 ultra resilia in pre-existing thv in the mitral position using a commander delivery system (ds) is not an indicated use of the device at the time of implantation. In this case, there was severe paravalvular leak (pvl), which is likely related to the off-label use of the s3ur thv in pre-existing thv in mitral position. A second s3ur implant was attempted to address the pvl, however the two valves were not sufficiently anchored, likely due to off-label operation, and they migrated towards the ventricle as reported. With the migration, the commander ds had difficulty crossing the valves. As such, available information suggests that procedural factors (off-label operation) may have contributed to the reported event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03545. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, this was a rescue attempt of a non-edwards transcatheter heart valve which had embolized in the mitral position. The team was able to capture it and drag it back to the mitral position. It was then attempted to anchor the non-edwards prosthesis with a 29mm sapien 3 ultra resilia (s3ur) valve. After placing the first s3ur valve, the team believed they had anchored the non-edwards valve in the mitral position. However, there was severe paravalvular leak (pvl) between the non-edwards valve and s3ur valve. They attempted to place a second 29mm s3ur valve to seal the pvl. While crossing, it was realized that the non-edwards valve and first s3ur valve were not properly anchored. As the commander delivery system crossed the two valves, it interacted with the valves and they both migrated towards the ventricle. They were able to deploy the second 29mm s3ur valve but this did not correct the pvl nor secure the now three implanted valves within the annulus. It was decided to take the patient to surgery and explant all devices to prevent embolization.